Event description:
It was reported to gore that the patient underwent endovascular treatment for a stenosis in the superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that a 6 fr cook flexor sheath was used to advance the device to the lesion. During deployment of the last 2 cm of the endoprosthesis the deployment line broke. No resistance was felt during pulling the deployment line and tortuosity of the patient anatomy was no issue. The surgeon had to open the sfa to recover the deployment line and did an anastomosis from the artery to a patch. The procedure was finished successfully. The patient tolerated the procedure and there was no report of patient harm.

Manufacturer narrative:
As the device is not available, a further investigation cannot be performed. The delivery system and the deployment line will be returned for further investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
H6 evaluation codes investigation findings 213 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Engineering evaluation: only components of the gore® viabahn® device delivery system were returned, including the dual lumen, distal shaft and a segment of deployment line. The returned device was deemed consistent with the product listed within the complaint. Evaluation of the returned device indicates severe damage to the dual lumen of the device. A small section of deployment line was returned, approximately 5.5 cm, and was broken on both sides. The observation of the returned broken deployment line is consistent with the reported failure mode of broken deployment line. The cause of the broken deployment line could not be determined but is consistent with break under tensile failure. Extensive damage to the dual lumen catheter was noted. The severe damage to the dual lumen is consistent with reported surgical intervention for deployment line retrieval through opening of the sfa. However, the timing and cause of the damage could not be independently confirmed. The manufacturing process includes 100% visual inspection of the finished device, including examination of the dual lumen to ensure there are no unacceptable kinks, cuts and/or mechanical damage on the catheter. The root cause of the reported failure mode concerning the broken deployment line could not be established with the available information. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events: device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure and device failure.